Event description:
Reporter alleged blood glucose was 272 mg/dl at 5:30 am and took normal insulin. It was reported at 7:30 am the glucose reading was 77 mg/dl so customer ate and drank something. Reporter stated at 8:30, glucose measured 107 mg/dl while a friend's meter read 77 mg/dl. A request was made for the return of the suspect device and replacement product was sent.